Event description:
It was reported that during implant attempt, the lead was placed in the septum where measurements were not good. Attempts to remove the lead were unsuccessful. The lead was left in the patient and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.